Manufacturer narrative:
Corrected and or additional information is included in the following sections: b5, d1, d3, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device data error due to database recovery pending issue. Technical support specialist uninstalled the knowledge base and rebooted the station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a bd pyxis medstation es system prompted with error messages, impacting patient care. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system prompted with error messages, impacting patient care. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device data error due to database recovery pending issue. A technical support specialist uninstalled the knowledge base and rebooted the station to resolve. The system was functional as intended.